Manufacturer narrative:
Additional information received from customer, states that the patient underwent yag (yttrium-aluminum-garnet) laser treatment. So far, patient shows improvement, but the doctor will continue to investigate and report. The intraocular lens remains implanted. Section h6: heath effect, impact code: 4625 has been updated to capture the yag procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted.  Initial reporter number: (B)(6). The device was not returned for analysis as the lens remains implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after a routine appointment, the doctor observed the za9003 model intraocular lens(iol) is opaque and the doctor is thinking about explanting the iol. The event was observed after implantation of the lens. Daily activities of the patient are significantly affected and the patient is temporarily impaired. No further information available.